Manufacturer narrative:
The full patient identifier is case (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer reported mixer and vacuum errors and performed a precision run with failing results. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the mixer motor due to multiple mixer errors. The fse observed wash collar errors during startup and high vacuum readings and replaced the pressure sense pcb. The fse replaced the o-rings in the sample and reagent wash station inserts. The fse replaced the probe tips and adjusted voltages. The fse ran pressure calibration with acceptable results. After repair, the fse ran carryover, system check, hs system check, and troponin precision runs with acceptable results. A precision run using low level quality control and quality control run passed. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction was the likely cause of this event. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event.

Event description:
On (B)(6) 2021 the customer reported obtaining mixer and vacuum errors and non-reproducible false high troponin I (access accutni+3) results for several patients involving the laboratory's dxi 600 access immunoassay w/dual gantry analyzer (serial number (B)(4)). The patient samples were repeated on the same analyzer and also on another access 2 analyzer with lower results. Patients data was provided for six (6) patients. See "relevant tests/laboratory data" section below. Follow up data provided by the customer indicated three (3) additional patients with false high troponin (no data provided) for a total of nine (9) high troponin patients reported. On (B)(6) 2021, a physician from the customer site reported during a phone call that they had completed a review of the patient charts from the event. Information regarding treatment performed for each patient was provided to beckman coulter on (B)(6) 2021. One patient was administered nitroglycerin, aspirin, and lovenox and another patient had received a stress test and an echocardiogram with contrast dye administered intravenously due to the high troponin results. No further information was provided. There was no report of an injury or illness attributable to the output from the device in this event for the other patients. Two (2) medwatch reports will be generated to address customer reports of changes to patient treatment. Medwatch number 2122870-2021-00082 will address patient was administered nitroglycerin, aspirin, and lovenox. Medwatch number 2122870-2021-00083 will address patient who had received a stress test and an echocardiogram with contrast dye administered intravenously. Calibration passed on (B)(6) 2021 using reagent lot 922911 and calibrator lot 922452. Quality control was within acceptable range. A passing system check was obtained on (B)(6) 2021. The customer reported mixer and vacuum errors at the time of the event. The customer performed a precision run with failing results and a service call was scheduled. A beckman coulter field service engineer (fse) was dispatched on (B)(6) 2021.